Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator showed a "xdcr fault" (transducer fault) message that would not clear. There was no patient involvement associated with this issue.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found a constant "xdcr fault" (transducer fault) on the ventilator. The fsr replaced the main board and tested the device. The fsr ran the operational verification procedure (ovp) and the device meets manufacturer's specifications.